Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 127mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had moisture damage on the keypad traces. All buttons functioned properly. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.